Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient alleged that the materials on this pacemaker are faulty. Boston scientific technical services (ts) explained the event and further discussed that if there was a material issues with the device, patient could have heard about it by now. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.